Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg site was bruised and swollen and hence, patient was experiencing pain and numbness down the leg. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein ipg site was opened and hematoma was taken out. Patient is being monitored by hematologist.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that there is still a hematoma present; however, it is getting smaller. Patient¿s ipg site is sore and patient is experiencing moderate pain but it is improving. Patient is being monitored.